Event description:
It was reported that there was a confirmed infection due to movement of the implant. On (B)(6) 2011 the patient underwent surgery to replace and reposition the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Manufacturer narrative:
Lead model 3389s-40 lot #v635903 implanted: (B)(6) 2011 explanted: na; extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2011 explanted: (B)(4) 2011; extension model 37085-60 serial (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Event description:
Additional information received from the hcp reported that there was no infection. There was hardware exposure due to skin breakdown. The pocket was revised and a new generator and extensions were placed during the same procedure. No outcome was reported.